Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump displayed a constant air-in-line¿ was confirmed. The air detector does not switch states while a cassette with fluid is attached in air detector test. The probable cause was air detector. Visual inspection found the air in line detector (aild) dented, downstream occlusion (dso) seal cut. The aild and dso seal were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during testing the pump displayed a constant air-in-line¿; during device evaluation the complaint was confirmed due to defective air in line detector. Visual inspection also found the downstream occlusion seal was cut. There was no patient involvement or harm.